Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 had excessive smoke in the tunnel. They had to disconnect the scope from the harvesting cannula as venting handles were not sufficient to clear smoke. The reported device was used to complete the procedure. There were no pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. (B)(4).